Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and an rv lead micro dislodgement was suspected to be the cause of the event. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.